Event description:
It was reported that when loaded with a 6 kg load, the power pole will not stop when you press and release the down button. It only stopped when you shortly press the up button. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). UDI information is unknown. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The warming device was in running conditions, used, but without visible damages. If 6 kg or more of weight was added to the pole, the pole will drift downward even though downward button was not pressed. The root cause of the reported issue was found to be if 6 kg or more of weight was added to the pole, the pole would drift downward even though downward button was not pressed. Actions were taken to mitigate the reported issue: change includes a wiring and component change to the tower base and power pole switch along with the power pole actuator change.